Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the customer noticed excessive pneumo loss due to ripped gaskets. This surgeon utilizes many of these of kits and said he noticed it ripped very easily. The surgeon found a piece of the gasket inside the patient and retrieved it. The specimen cup included the pack with the trocars.